Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Reported issue: some of the catheters will not deflate. Some leak so we are not obtaining the same cc that is put into the balloon. The channel proximal to the y was leaking, so when inflating the balloon the sterile water was spraying out. Associated report 8040412-2023-00102.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: some of the catheters will not deflate. Some leak so we are not obtaining the same cc that is put into the balloon. The channel proximal to the y was leaking, so when inflating the balloon the sterile water was spraying out. Associated report 8040412-2023-00102.